Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver dilaudid (5 mg/ml at 0.0297 mg/day). Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation code no longer applies.

Event description:
Additional information was received from the manufacturer representative. The pump was replaced (B)(6) 2017, and returned to the manufacturer. It was reported a premature motor stall occurred. A rotor study and dye study had not been performed. The pump logs confirmed a motor stall occurred at 00:45 with a recovery at 10:44 on (B)(6) 2017, and further indicated the subsequent motor stall occurred on (B)(6) 2017 at 18:05, without a recovery noted. It was indicated the pump was used with/in the patient, for treatment, and there was no patient death. It was also indicated there was no patient injury, and the patient recovered without sequela.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing dilaudid (5mg/ml at 2.6114mg per day). The indications for use included non-malignant pain and other non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump was alarming. Review of the patient's pump logs identified a motor stall at 00:45 and a recovery at 10:44 on (B)(6) 2017. The patient did not recently undergo magnetic resonance imaging, and there was no known magnetic or electromagnetic interaction. The pump was not on the battery performance list. No patient symptoms were reported. It was later reported that another motor stall had occurred, and pump replacement was planned.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The initial reporter's contact information was provided, and it was reported that the pump replacement surgery was scheduled for the evening of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.